Event description:
On (B)(6) 2012, a physician stated that a recently implanted vns patient's lead was too tight and would need to be revised. (A 2.0 mm lead was initially implanted). On this date, the patient's surgeon reported that this vns patient was recently implanted and had hoarseness. The patient's device had not been turned on. The patient's mother initially reported that the patient was experiencing a hoarse voice after implant surgery on (B)(6), 2012. Therapy had not been started, yet. The hoarse voice began five days after surgery. The patient's voice was described as hoarse and raspy. On (B)(6) 2012, follow up with a manufacturer's consultant revealed that at the time of surgery, the lead was a 'little snug' upon implant; however, the implant was still performed. Aside from this, the procedure was atraumatic. Four days later, the patient began have hoarse voice that progressively got worse. The patient's mother told the manufacturer's consultant that the surgeon performed a laryngoscopy on (B)(6), 2012 and reportedly saw something that made him think the cause was the lead size; therefore, surgery was performed on (B)(6), 2012. Follow up with the surgeon was performed on (B)(6), 2012. He reported that he saw vocal cord paralysis during the laryngoscopy on (B)(6), 2012. He had thought that the lead was a little snug but not outrageously so. He planned to replace the lead with a 3.00 mm lead on (B)(6), 2012. On (B)(6), 2012, the patient's mother reported that this vns patient had undergone lead revision surgery on (B)(6), 2012. She also reported that, as of (B)(4) 2012, the patient had no voice at all. On (B)(6), 2012, it was reported that the patient was still hoarse as of the previous week. On (B)(6), 2012, it was reported that the patient's device was never programmed on; however, diagnostics were performed at the time of surgery with ok results. Attempts for product return have been unsuccessful.